Event description:
It was reported that the customer had a low battery alert on the insulin pump. Customer replaced the battery and received an unexpected restart alarm. Customer's blood glucose level was 97 mg/dl. Customer stated that the pump was not stored or not in use for an extended period of time. It was explained that the pump experienced an unexpected restart. Customer was advised to monitor the pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.